Manufacturer narrative:
Per tandem¿s user guide, ¿the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin¿. Per tandem user guide: only use humalog® or novolog® u-100 insulin, as any lesser or greater concentration can result in serious health consequences. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the insulin gauge was inaccurate and that the cartridge was leaking. Reportedly, the customer over filled the cartridge with insulin. Tandem technical support educated the customer this was off-label. The customer's blood glucose level was elevated, value was not provided. Customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
Received additional information on (B)(6)/2019. It was reported that the customer reverted to insulin pens due to the initial reported information. Subsequently, the customer went to the emergency room and was hospitalized on (B)(6)/2019 due to an elevated blood glucose level over 500 mg/dl. Customer was treated with an insulin drip and manual injections, and was released from the hospital on (B)(6)2019 with no permanent damage.